Event description:
It was reported "before using, doctor checked the applier and found the jaws are not even." No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "before using, doctor checked the applier and found the jaws are not even." No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. However, customer provided pictures were provided and the manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. This instrument was produced at tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot on october 9th of 2020. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review or evaluation, but customer provided photos show a 544965 applier and its jaws are loose and misaligned to each other and the jaws are bent to the left and the outer tube assembly is bent/damaged. We are partially able to validate this complaint based on the pictures provided. We are unable to determine what caused the outer tube assembly to become damaged and for the jaws to be loose and misaligned to each other and bent to the left but mishandling such as e xcessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correct section d.4 to (B)(4).